Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodge cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose reached between 500 mg/dl and "high" (>500 mg/dl) mg/dl less than 24 hours after the pod was activated. She stated the od was hurting her and that the cannula was no longer inserted into her skin.